Manufacturer narrative:
On (B)(4) 2013, isi obtained additional information from the initial reporter of this complaint regarding the reported event. The reporter indicated that the patient was under anesthesia for approximately 1 hour before the reported surgical procedure was aborted. During the time the patient was under anesthesia, the patient side cart (psc) was docked to the patient with the camera and cannulas inserted. The reporter denied that any instruments were inserted into the patient at any time before the surgical procedure was aborted. The reporter indicated that the patient did not experience any complications during the time he was under anesthesia. The reporter indicated that the patient did not develop any complications after the surgical procedure was aborted. He also indicated that the da vinci si prostatectomy procedure was rescheduled and the reported vision issue was resolved after the blue optic cable was replaced.

Manufacturer narrative:
On (B)(4) 2013, an intuitive surgical inc. (Isi) field service engineer (fse) performed a field evaluation of the system. The fse resolved the reported vision issue by replacing the camera cable. The fse also swapped patient side manipulator (psm) 2 and 3. In addition, the fse found a battery issue from the patient side cart (psc). The battery reportedly failed a battery test. The fse indicated that the system would go down after 22 minutes. The battery was replaced. The system was then tested and found to be within specifications. The battery was returned and evaluated. Engineering evaluation was unable to replicate the reported battery issue found by the fse. The battery was installed on an in-house printed circuit assembly (pca) system. The system powered up at normal mode. The battery passed a system and power cycle test.

Event description:
It was reported that during a da vinci si prostatectomy procedure, the surgeon experienced a loss of image through the left eye of the high resolution stereo viewer (hrsv) on the surgeon side cart (ssc). Initially, the surgical staff indicated that there were no icons visible on the hrsv screen, and the image was good on the touchscreen left input. With instructions from an intuitive surgical inc. (Isi) technical support engineer (tse), the surgical staff emergency powered off the surgeon side console (ssc) and reseated the blue optic cable. The alleged vision issue was not resolved. The surgeon then reported that the image was lost on the touchscreen left input but the icons were there. The tse advised the surgical staff to try substituting with a spare vision cable; however, the surgical staff indicated that they did not have a replacement cable. The tse reportedly informed the surgical staff of the ability to set up the da vinci si system for 2d. However, the surgeon made the decision to abort the da vinci si surgical procedure after anesthesia had already been administered and port incisions were created.